Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped, because of high pacing thresholds and low pacing impedances. The shocking portion is active. A bipolar endocardial tined lead was added to the system.